Event description:
A trilogy ev300 device was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the active exhalation verification test. The device's active exhalation control module was replaced to address the issue. The device passed all test and verification.

Manufacturer narrative:
The manufacturer previously reported to a trilogy ev300 device that was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the active exhalation verification test. The device's active exhalation control module was replaced to address the issue. The device passed all test and verification. The device's active exhalation control module (proportional valve and solenoid valve) was returned to the product investigation laboratory (pil) for further evaluation. The pil installed the solenoid valve on the pil trilogy evo stb, then tested the solenoid valve on the pil trilogy evo multifunctional test station for aecm verification and aecm solenoid current verification at pre test and aecm verification at post test and the solenoid valve passed all testing. Pil concluded that the solenoid valve operates as designed. The pil installed the proportional valve on the pil trilogy evo stb, then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pre test and aecm verification at post test and the proportional valve passed all testing. Pil concluded that the proportional valve operates as designed.